Event description:
It was reported in the nicu that an alaris syringe pump module stopped infusing a continuous infusion of dopamine that was prepared in a 50ml syringe when there was 5 ml left in the syringe. The drip was running at 2.1ml/hr so that it was being programmed with a volume to be infused of 4.2 ml to run for two hours. The customer also had some questions regarding some of their practices. There was patient involvement, but the outcome is unknown. After meeting with bd's clinical practice consultants, it was discussed that the issue that the customer was experiencing was based on the keep vein open setting.

Manufacturer narrative:
Correction: describe event or problem.

Event description:
It was reported in the nicu that an alaris syringe pump module stopped infusing a continuous infusion of dopamine that was prepared in a 50ml syringe when there was 5 ml left in the syringe. The drip was running at 2.1ml/hr so that it was being programmed with a volume to be infused of 4.2 ml to run for two hours. The customer also had some questions regarding some of their practices. There was patient involvement, but the outcome is unknown.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.